Event description:
It was reported to bsc/target that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached, although the detachment sign did not appear. Moreover, a piece of of the main coil was still connected to the pusher wire. The pt was reported to be in good condition.